Event description:
It was reported that the patient presented to the emergency department (ed) following an episode of syncope, which occurred prior to high voltage therapy delivered by their implantable cardioverter defibrillator (ICD) for out-of-hospital ventricular fibrillation arrest. Further evaluation revealed that the device had exhibited episodes of undersensing. No intervention was performed, and the patient was stable.